Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported rattle in the pump and key does not respond. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed and pump does not show any physical damage. No harm requiring medical intervention was reported. Mmt-1812 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with intermittent keypad at the select button. Pump passed the self test and occlusion test. Stuck button alarm was not found in the pump alarm history. The sc1 cap locks properly into the reservoir compartment. The keypad overlay was removed to perform visual inspection and found cracked keypad dome switch on the select button. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The following were noted during visual inspection: pillowing keypad overlay and scratched case. No rattling noise when shaking with the test infusion set and test reservoir set inside the reservoir compartment noted. Cosmetic damage was confirmed at the keypad overlay and case. Customer alleged not confirmed for pump rattling when shaken. Pump received with intermittent button response due to cracked select button keypad dome switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.